Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. On (B)(6) 2024, around 1am, the blood pressure readings obtained through the fiber optic sensor became abnormal. The blood pressure signal was then obtained from an external monitor and therapy was continued. The iab was removed on (B)(6) 2024. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between catheter and sheath. The returned sheath was over the catheter and partially covering the mid portion of the balloon. Two kinks were observed on the catheter tubing approximately 76.2cm and 61.7cm from the iab tip. The three-way stopcock and extender tubing were returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification; an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.